Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a habib endohpb rf catheter was used in the biliary tree-hepatic duct to ablate a malignant biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was tight and difficult to traverse. During the procedure, the endohpb rf catheter was able to ablate three different areas; however, upon removal of the rfa catheter, the two stainless steel electrodes detached and remained in the patient's duct. The two stainless steel electrodes was swept using a balloon catheter and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on june 22, 2022 that a habib endohpb rf catheter was used in the biliary tree-hepatic duct to ablate a malignant biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. The patient's anatomy was tight and difficult to traverse. During the procedure, the endohpb rf catheter was able to ablate three different areas; however, upon removal of the rfa catheter, the two stainless steel electrodes detached and remained in the patient's duct. The two stainless steel electrodes was swept using a balloon catheter and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: medical device problem code a0501 captures the reportable event of electrode detached. Block h10: a habib endohpb catheter was received for analysis. The inspection showed crimping marks (as the traces are deep into the tube). Glue traces are visible on the tube. The stainless steel electrodes have not been send back reducing the analysis possibilities. No further analysis possible without the electrode. Product analysis confirmed the reported event of electrode detachment. Based on the available information, during ablation the electrodes heat the tube, the tube becomes softer which may cause crimping. Also, there were 3 ablations at different areas, which may have further softened the tube. Also, the patient was being treated for a malignant biliary stricture and the patient's anatomy was tight and difficult to traverse. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to patient condition. A product labeling review identified that the device was used per the directions for use (dfu) / product label.